Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2009. During the procedure, after three attempts to morcellate tissue, on the fourth pull, the device was exposed but the device would not cut. A different product was opened and the procedure was completed with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 03/19/2009. Blade does not cut. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00269. The same patient is represented in each medwatch.